Event description:
A customer reported via a webform that the adc device detached prematurely. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 was updated as follows: h10 DHR data corrected to remove the freestyle libre sensor DHR investigation, only the freestyle libre sensor kit dhrs were reviewed for this investigation.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.